Event description:
The customer reported that the ventilator stopped cycling while in use on a patient. The customer reported there was no patient harm. The service technician performed extended self testing and tests passed per operating specifications.the manufacturer's field service technician was unable to duplicate the reported problem.